Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 30 seconds, the middle part of the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.